Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at 20 atms. The physician then used another balloon that also ruptured at 23 atms. The number of inflations and to what atms is unk. The lesion being treated was a calcified, 99% stenotic lesion in the first diagonal branch of the left anterior descending (lad) coronary artery. It was reported that the balloon's ruptured section was gaped and the physician is concerned that part of the balloon may have emoblized to peripheral vasculature. A zeon introducer sheath and a autobahnen guide catheter were also used in the procedure. The guide catheter were also used in the procedure. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.